Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50 x 38 mm promus premier was deployed to treat the target lesion. After deployment, a dissection was observed on the distal edge of the stent. A 2.50 x 16 mm promus premier stent was then deployed overlapping to cover the dissection and successfully complete the procedure.